Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not fully working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer just replaced a touchscreen but ordered it with parts source. He also tried a ui printed circuit board assembly (pcba), but it did not solve the issue. He believes it could be an out of box failure from parts source. The rse provided the customer with parts ID for the touchscreen for repair. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.